Event description:
Additional information reported that the patient was not having accidents (1-2 times) since new battery and had less frequent trips. The patient was still tweaking the settings and had an appointment with the health care professional scheduled for (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# j0527184v, implanted: (B)(6) 2005, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported that over the last few nights the patient had several accidents. It was an issue specifically at night and she could not get to the bathroom on time. The patient also mentioned that she felt stimulation in her labia, but could not feel that sensation since (B)(6) 2015. She increased stimulation, but that did not resolve the issue. The cause of the patient's issues and the outcome were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.